Event description:
It was reported that the IV line was broken at the connection to the pump. It was stated that the leakage was significant and that the pump sprayed in the faces of the patient and daughter.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this incident is expected; however, was not received for evaluation and investigation at the time of the report. Without the actual product, part number, or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.